Manufacturer narrative:
Conclusion: no available code for undetermined or unknown cause. The customer¿s report of set leaking from the silicone segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper. The tear was measured to be 0.0991 inches long. Visual examination under microscope noted a crush mark to the upper blue fitment. Functional and pressure testing was performed. A leak was immediately observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that fluid was leaking onto to floor from a pinhole noted at the silicone segment upper fitment area during amiodarone infusion. The IV set was replaced. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.